Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. B40 is an error code that signal failure of the connecting light source. However, based on the physical evaluation results, the likely cause of the reported b40 error malfunction was due to failure of the electronic parts (cp substrate) of the processor; also since the device was manufactured more than 8 years ago from the time of manufacturer age deterioration cannot be ruled out as potential cause. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found a device malfunction error, b40. Troubleshooting was performed and the b40 was determined to be a faulty (cp) circuit board. Additionally, the keyboard was non-functional and there were minor cosmetic wear on the external top cover, front panel and foot switch. The device was repaired to asset specifications and returned to asset stock. A review of the repair records shows the asset was last serviced on (B)(6) 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center displayed a b40 error code, "cv malfunction". There was no reported allegation of a malfunction associated with the device and there was no patient harm or involvement reported.